Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during set up; the patient was not connected. The home patient (hp) had a question about his set up. The hp stated that he just completed priming, but noticed there was a leak coming from the cassette. He was wondering if he should connect. The technical service representative advised the hp to start over with all new supplies. The hp understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient. He stated that the leak was coming out from the door. He did not notice anything unusual about the supplies, overpouch, or carton in which the supplies were delivered. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.